Event description:
System didn't read acknowledge catheter. No patient harm occurred another tactiflex was opened and used to complete the case. Manufacturer response for sensor enabled ablation catheter, tactiflex sensor enabled ablation catheter (per site reporter).